Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the display of the infusion device has "profound and unusual" scratches. Pt wears the infusion device in his pants pocket and reports he is still able to read the letters and numbers. The infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. A preliminary investigation of the infusion device revealed the display window is scratched; therefore, the display is no longer fully readable. The damage was caused by a mechanical influence, and further investigations of this issue are in progress. The eval results will be sent when the investigation is complete.